Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Screw implanted as part of a ascend flex reverse on (B)(6) 2018. Patient had discomfort and glenoid loosening (unsure as to exact date). X rays revealed inferior locking screw had snapped.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.